Manufacturer narrative:
Type of investigation, investigation findings, and investigation conclusions. Per the instructions for use (IFU), permanent or transient neurological events such as transient ischemic attack (tia) and stroke are known potential adverse events associated with the thv procedure and the use of the edwards thv devices. According to the literature review, and as documented in a clinical technical summary written by ew, stroke is recognized in the literature as a well-known complication in a small number of patients undergoing thv. Risk factors correlating with several patient co-morbidities have been identified. Although in many cases the root cause of the event is unable to be determined, strokes during thv are undoubtedly multifactorial, the dominant etiology likely being intra-procedure embolic events. A transcranial doppler study during thv demonstrated that most procedural embolic events occurred during balloon valvuloplasty, manipulation of catheters across the aortic valve, and valve implantation. An analysis in patients undergoing valve surgery revealed four baseline characteristics and two procedural events that were associated with early post-procedure stroke: female sex, ef < 30%, diabetes, age older than 70 years, bypass procedure time> 120 min, and calcification of the ascending aorta. Predictors of late stroke have included female sex, age older than 75 years, atrial fibrillation, and a history of or current smoking. There were no significant differences in the frequency of late strokes between thv and avr patients. After thv, there appears to be a more considerable proportion of early strokes occurring < 24 h post-procedure, but thv patients with multiple co-morbidities are probably at higher risk of both early and late strokes. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate that although it could not be confirmed when the event happened, as per medical opinion, in cases were a pre-dilatation is done before the valve implant, the event may be more frequent. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
The investigation is ongoing. H3 other text: the valve remains implanted.

Event description:
As reported by an edwards lifesciences affiliate in norway, regarding was a case of a 26 mm sapien 3 ultra valve, in aortic position by transfemoral approach the native valve was predilated, and the valve was implanted uneventfully. On pod21, the patient was admitted to the local hospital due to dizziness. ECG, blood test and echocardiography were performed without sign of pathological disease. The MRI showed a small cortical infarction in both cerebrum hemisphere (some microinfarctions). No intervention was needed, and according to the neurologist at the local hospital, the infarction was probably not the cause of the dizziness. As per information received, this is common, and had nothing to do with the valve. This event may be more frequently encountered with pre-dilation.